Manufacturer narrative:
The probable root cause is attributed the arm being positioned at its vertical limit. This issue may be resolved by ensuring proper arm positioning.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) was informed by the customer that the system had the same issue once more over the weekend. Since then, the cases have been running according to schedule with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the customer initially experienced an issue with the universal surgical manipulator (usm3) of the system, which was at its vertical limit and blinking amber. The customer noted that the endoscope in usm3 was moving around, and the usm arm was not responsive when the foot pedal was pressed, causing the usm arm to swing freely. The customer received phone assistance from the technical support engineer (tse) who suggested pressing a clutch button to clear the message, but the issue persisted. The tse advised repositioning the arm to correct the vertical limit, and the customer planned to proceed with the procedure. Tse was able to get a picture of the patient side cart and confirmed that the usm3 was at its highest vertical limit. Tse explained to the customer to clear the reported event the usm arm needs to be moved down. Later, the customer reported that the problem was resolved, indicating that the system was functioning without issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the universal surgical manipulator (usm3) swung freely the usm arm was inside the patient, but there was no injury or harm caused to the patient.